Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery, the customer changed the site abut did not remember if she selected resume or rewind and the insulin ump had a black dot on screen. Customer's blood glucose was high at 440 mg/dl. Customer treated with a bolus at end of call. Customer was advised to monitor the insulin pump.